Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the customer¿s device and the electronic device record and could not locate any record of the alleged malfunction. It should be noted that many patient records ran out of memory as the customer leaves the device on for days without use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was unable to complete a defibrillation charge cycle when prompted on multiple occasions. There was no patient use reported with the event.

Event description:
The customer contacted physio-control to report that their device was unable to complete a defibrillation charge cycle when prompted on multiple occasions. There was no patient use reported with the event.

Manufacturer narrative:
Section h10/11 of the initial medwatch report indicates: physio-control evaluated the customer's device and was unable to duplicate the reported issue. After proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the customer¿s device and the electronic device record and could not locate any record of the alleged malfunction. It should be noted that many patient records ran out of memory as the customer leaves the device on for days without use. The cause of the reported issue could not be determined. Section h10/11 of the initial medwatch report should indicate: physio-control evaluated the customer's device and was unable to duplicate the reported issue. The device's system pcb assembly was replaced as a precaution. After proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the customer¿s device and the electronic device record and could not locate any record of the alleged malfunction. It should be noted that many patient records ran out of memory as the customer leaves the device on for days without use. The cause of the reported issue could not be determined.